Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to a valvuloplasty procedure. Reportedly, the first device did not have pulsatile flow through the marker lumen. The device was flushed with saline prior to use. The second proglide device was deployed and the cuff disconnected from the distal link. The sutures of two additional proglide devices were successfully preplaced using the large hole technique. The sheath was upsized to 12f and the valvuloplasty procedure was completed. Hemostasis was achieved using the preplaced sutures of the third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a morbidly obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The lumen was able to be flushed with no blockage noted during functional testing, therefore, the reported marker lumen blockage was not confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for marker lumen blockage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.